Manufacturer narrative:
Continuation of medical devices: 6949-58 lead implanted (B)(6) 2007, 4543 lead implanted (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed the patient experienced a shock. Because right atrial lead undersensing was occur ring and the patient had persistant atrial arrhythmia, it was unclear if the therapy deliver was for true ventricular tachycardia (vt) or for atrial fibrillation with rapid ventricular response (af with rvr) because the cardiac resynchronization therapy defibrillator (crt-d) may not be able to discriminate. The lead and device remain in use. No further patient complications have been reported as a result of this event.